Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Migration. The pt was also implanted with gore excluder aaa endoprosthesis pxc121000/lot #03978047 and pxa280300/lot #04180055.

Event description:
As reported, in 2006, this pt was implanted with gore excluder aaa endoprostheses. At an unk date, the trunk-ipsilateral leg component migrated 1 cm distally, attributing to a proximal type I endoleak and aneurysm enlargement. In 2008, the pt was converted to open surgery and the devices were explanted. The pt is reported to be in stable condition.